Event description:
It was reported that a posterior capsular opacification (pco) like film was observed on the actual lens. The lens was loaded correctly, but again, it appears more of that cartridge coating is getting on the optic. The lens remains implanted. No patient impact post-op or negative effects. It was noted that in the last case, they hydrated with viscoelastic instead of balanced saline solution (bss) and it did not have the residue and the pco like film was not visible at all. No further information was provided.

Manufacturer narrative:
Section a2, a4, a5: unknown/ not provided. Asku. Section d6b: if explanted, give date: not applicable, as lens remains implanted. Section h3-other (81): the device was not returned for evaluation, as the lens remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, the information has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: no suspect product was received; however, customer photos were provided and evaluated. The picture shows two eyes being implanted with iols claimed to be tecnis eyhance iols preloaded in the simplicity delivery system (model dib00). In both images a grayish/whitish particle/material can be observed, appearing to be located in the space between posterior surface of iol optical portion and anterior surface of the capsular bag. The nature, root cause, and potential clinical impact of the reported issue cannot be determined from a picture assessment. The complaint issue "foreign material - loose" was identified during photo evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Historical data analysis: a search of complaints related to this production order (po) was performed. The search revealed one additional complaint folder was received for this po. However, complaint issues reported are not related. Therefore, no further actions are required. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.